Event description:
Information received regarding the explanted device notes loss of capture and low impedance. The lead was reposi- tioned for the same anomaly three months earlier. When the thresholds became unstable again, the lead was explanted. During explant, the tines were found to be missing. The patient's condition was good after the event.